Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the ER after receiving inappropriate therapies. Interrogation revealed several vf episodes and inappropriate therapies. A decrease in r-waves and impedance were observed. It was noted that the patient felt palpitation during pacing lead impedance check. Noise was also sensed during the clinic visit. Fluoroscopy did not show any anomalies. The patient and family would like to take time to consider removing the lead.